Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge was off the communication bus. A field service engineer reseated cat 5 of fridge and moved cat5 to top port on medstation to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system refrigerator door failed to open. The customer stated that they were able to obtain the medication from other stations and there was no delay in accessing the medication. There were no adverse events or injuries reported based on this event.